Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that pump squirts insulin during priming. The customer¿s blood glucose level was unknown at time of incident. Customer also state that pump was louder during rewind and random unexplained no delivery alarms. The insulin pump will not be returned.